Manufacturer narrative:
The initial complaint was reviewed and this complaint part was found to be not reportable. It was determined that there is no allegation against this device and it will be reported as concomitant. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of initial implant procedure is unknown. Within six months prior to the revision date of (B)(6) 2017. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. This report is for one (1) unknown nail. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, a left trochanteric fixation nail advanced (tfna) hardware removal and conversion to a total hip prosthesis was performed on (B)(6) 2017. The date of original procedure to repair a proximal femur fracture is unknown; it was within six (6) months of the (B)(6) 2017 procedure. The underlying reason for the removal and conversion is that the bone cut out. The fixation was successful, but femoral head collapsed. The tfna implant did not hold the femoral head in place as it should have. Hardware was sticking out of the bone. The intact tfna construct was removed, and the patient was converted to a total hip. There were no reported surgical delays, no signs of infection. No additional medical intervention or additional x-rays required. The procedure was completed successfully with the patient in stable condition. This report is for one (1) unknown nail. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
(B)(4). Device history records review was completed for part# 04.037.042s, lot# h234693. Manufacturing location: (B)(4), manufacturing date: nov 16, 2016, expiry date: oct 31, 2026. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. Component parts reviewed: part 04.037.942.2 - lock prong, 130 degree, tfna bp-55 lot - l028037. Part 04.037.912.4 - wave spring, shim ended bp-55 lot - 9937548. Part 04.037.912.3 - tfna lock drive bp-58 lot - h187538. Part 21127 - raw material lot bp-80 lot - h100076. Raw material received from supplier (B)(4). Certificate of test received from alcoa meet specification. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for one (1) 10mm/130 deg ti cann tfna 170mm - sterile.